Event description:
During procedure stapler cut/stapled proximal and distal colon. Upon further inspection the mucosal midline was only stapled but not cut. Doctor manually cut mucosa. Case completed without further issues. Device handed off to be returned and inspected.